Event description:
The customer reported that while using the powered laser surgical instrument, the staff could smell something burning. Reportedly, the laser operator noticed the laser firing on the floor. The aiming beam was visible, saw an orange glow and the laser was put on standby immediately. Additional information indicates the device was inspected prior to use. The event was observed as the procedure was ending. The procedure was completed with the laser. There was no delay in the procedure and there were no adverse effects for the patient. The event did not impact the outcome of the procedure. This report is related to linked patient identifier (B)(6). The customer reported this event to the alberta health services (ahs).

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device for this complaint was not returned for evaluation. Based on the results of the investigation, the root cause of the event was unable to be identified. Based on information present in this complaint the probable cause of this failure for the event is due to the laser fiber breaking. The fiber most likely broke and then the energy provided by the laser console per user input went through the break and ignited the fiber coating. No fault identified with this laser console. Olympus will continue to monitor field performance for this device.